Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the product was continuously activating.

Event description:
It was reported that the product was continuously activating.

Manufacturer narrative:
Alleged failure: one of the buttons got stick and the wand wouldn't turn off until it was unplugged. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an internal leak which permitted water to ingress the electrical components, which led a short circuit which in contributes the unit to stopped working or continuous activation. Other possibilities of fluid ingress if the user accidentally submerges the device in saline. Inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of the core to handle also the factor. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.